Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was around (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval stiff snare was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the snare was secured around the stalk of a pedunculated polyp but would not cut the target polyp no matter how much force was applied. Cautery was used in the attempt to cut the polyp (a monopolar blend at 20 output power) but the snare was still unable to cut the target polyp. The snare was attached securely to the active cord and here were no visible problems noted with the cautery pin. The complaint device was used to complete the procedure with much force applied. There were no patient complications reported as a result of this event.